Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that the tulip filter was deployed incorrectly. It was ¿bunched up¿ and had to be retrieved. A new filter was deployed correctly. The patient did not experience any adverse events due to this occurrence. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to instruction for use do not rotate the expanded filter inside the vena cava. Doing so may compromise the performance of the filter. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the very limited information the exact cause is unknown, however as stated in the IFU rotation of the expanded filter could compromise the performance of the filter. No evidence to suggest that the device is not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref # (B)(4). PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: per complaint form: on (B)(6) 2020, physician, (B)(6), was trying to implant a gunther tulip ivc filter. Filter did not deploy correctly. Was "bunched up" and had to be retrieved. Second filter deployed correctly. Patient outcome: the patient needed a filter retrieval and second filter implantation. No adverse effects was reported on the patient due to this occurrence.